Event description:
During the ICD replacement operation, noise was detected due to pacing for rv threshold measurement. The threshold was also higher than usual at around 2.0v, and noise was detected at high activation and threshold. According to the monitoring data, the rv threshold has been unstable since around (B)(6) 2025. In addition, there were some alerts about threshold over the past 2 weeks. The lead was capped and a new lead implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, the lead was not returned for analysis. This report is thus based on the analysis of the ICD, as well as the inspection of the quality documents associated with the manufacture of the ICD and the lead. The manufacturing processes for these devices were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The incoming visual inspection of the ICD showed no abnormalities. The header of the ICD was inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during implantation. In a next step the ICD was interrogated, revealing the mos2 battery status. A number of 31 charging cycles was recorded in the device¿s memory. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be normal. The measured impedance values were also normal and as expected. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. The therapeutic functionality of the ICD was as specified. There is no indication that the ICD might have led to the reported event. Based on all information available for analysis, the integrity of the lead may be compromised.